Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's device was found to be in backup vvi mode. The device could not be restored as the battery was found to be depleted due to normal battery depletion. Device replacement was discussed. The patient was stable.